Event description:
The dealer's rep reported that the pt was exposed, but there was no image in lower 1/3 of images. It is possible that the image was retaken, resulting in additional radiation exposure.

Manufacturer narrative:
(B)(4). Investigation is still in-progress. If additional info is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).